Event description:
It was reported that this device had sparkles and burnt. On return of the device for evaluation it was observed that the mains cord was damaged to the extent that bare copper wires were exposed. This could potentially have led to the patient being exposed to mains voltages. The customer has been approached to obtain more information regarding how the device came to be in this condition, but to date no response has been provided. Internal reference:- (B)(4).